Event description:
Customer reportedly obtained results of 180 mg/dl and 24 mg/dl on the active test sys within 10 min. No action was taken based on device results. No adverse event reportes. Requested return of suspect test sys and replacement was sent. No info provided for where comparison was performed. Active test sys: meter, strip lot 22941032, exp 11/31/07, cat/3146332.

Manufacturer narrative:
Suspect device: active test strips.